Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "illuminator stopped in the middle of the case" (inadequate lighting). A customer reported the illuminator stopped in the middle of the case. The customer switched to the auxiliary illuminator to complete the case. No pt injury was reported.

Manufacturer narrative:
A company rep examined the system. The tabletop illuminator was replaced and sent for in-house testing. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).